Event description:
The article, "outcomes of non-anesthetist led conscious sedation for 2000 transcatheter aortic valve implantations", was reviewed. The article presented a retrospective, single center study to evaluate the outcomes of patients undergoing transcatheter aortic valve replacement (tavr) with non-anesthetist-led conscious sedation. Devices included in the study were corevalve/evolut (r, pro, pro+, fx, fx+), navitor, portico, acurate neo/neo 2, lotus, sapien 3/ultra/resilia, myval octacor, and jena. The article concluded that non-anesthetist-led conscious sedation can be delivered safely in most patients undergoing percutaneous transfemoral tavr. The need for emergency anesthetic support is low. [The primary and corresponding author was annette maznyczka, 1department of cardiology, leeds teaching hospitals nhs trust, leeds, united kingdom, with corresponding email: maznyczka@nhs.net]. The time frame of the study was from march 2018 to 2025. A total of 2000 patients were included in the study, of which 325 (16.3%) received an abbott device. The average age was 80.7 years, and the majority gender was male. Comorbidities included diabetes mellitus, prior myocardial infarction, prior percutaneous coronary intervention, prior coronary artery bypass graft, smoking history, pulmonary disease, chronic obstructive pulmonary disease, asthma, liver disease, dialysis, transient ischemic attack, stroke.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, prior myocardial infarction, prior percutaneous coronary intervention, prior coronary artery bypass graft, smoking history, pulmonary disease, chronic obstructive pulmonary disease, asthma, liver disease, dialysis, transient ischemic attack, stroke.. Complications reported included surgical intervention (pacemaker, reintervention), stroke, bleeding; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: outcomes of non-anesthetist led conscious sedation for 2000 transcatheter aortic valve implantations. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "outcomes of non-anesthetist led conscious sedation for 2000 transcatheter aortic valve implantations", was reviewed. The article presented a retrospective, single center study to evaluate the outcomes of patients undergoing transcatheter aortic valve replacement (tavr) with non-anesthetist-led conscious sedation. Devices included in the study were corevalve/evolut (r, pro, pro+, fx, fx+), navitor, portico, accurate neo/neo 2, lotus, sapien 3/ultra/resilia, myval octacor, and jena. The article concluded that non-anesthetist-led conscious sedation can be delivered safely in most patients undergoing percutaneous transfemoral tavr. The need for emergency anesthetic support is low. [The primary and corresponding author was annette maznyczka, 1 department of cardiology, leeds teaching hospitals nhs trust, leeds, united kingdom, with corresponding email: maznyczka@nhs.net] the time frame of the study was from march 2018 to 2025. A total of 2000 patients were included in the study, of which 325 (16.3%) received an abbott device. The average age was 80.7 years, and the majority gender was male. Comorbidities included diabetes mellitus, prior myocardial infarction, prior percutaneous coronary intervention, prior coronary artery bypass graft, smoking history, pulmonary disease, chronic obstructive pulmonary disease, asthma, liver disease, dialysis, transient ischemic attack, stroke.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.